Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rv lead was capped and replaced during a generator change out due to high capture threshold and low sensing. There were no externalized conductors observed under fluoroscopy. The patient was doing fine post procedure.